Event description:
It was reported that multiple malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level